Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that there were high impedances. Patient has been complaining of suboptimal pain relief that she reports has been ongoing for a while. She currently reports 30% relief of her chronic pain. She also notes that she has been getting an error message when attempting to make any increases to intensity on programming groups a and c. Contact 4 was at 40,000 ohms. The rep gave new programming that avoids the affected contact. The cause of the issue was unknown. Issue is ongoing at this time.